Event description:
It was reported that during tibial fracture closed reduction internal fixation, meta locked tibial intramedullary nail 8.5x30 was used, the sureshot targeter was damaged.

Manufacturer narrative:
The associated sureshot targeter was not returned for evaluation. Our investigation including a review of the manufacturing records for the listed batches did not reveal any deviation from the standard manufacturing processes. Without the return of the actual product involved, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Should additional information be received, the complaint will be reopened.